Event description:
Subsequent to the previously filed report, additional information was received: on (B)(6)2025, during the procedure, to treat the heart block, a temporary pacemaker was placed.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. It was indicated that the patient had atrial fibrillation and right bundle branch block with a membranous septum which may have contributed to the reported event. The final implant depth was 4 mm from the non-coronary cusp. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. It is possible that the event is related to the patient condition prior to implant. However, this cannot be confirmed. The reported unexpected medical intervention was under case-specific circumstances, as temporary pacemaker was implanted for heart block. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor valve was chosen for implantation, utilizing a small flexnav. The patient presented with atrial fibrillation (a fib) and right bundle branch block (rbbb) with a membranous septum length of 3.7. The valve was implanted at a depth of 3mm non-coronary cusp (ncc) and 4mm on left coronary cusp (lcc). During the procedure, the patient experienced a heart block. On (B)(6) 2025, a permanent pacemaker was implanted. The patient required prolonged hospital stay for monitoring of rhythm. It was reported that the patient was stable and discharged.